Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was flashing. Customer's blood glucose level was unknown. Customer removed the battery and it took hours to die, there was also a crack on the buttons. Customer stated that they tripped was fell and landed on the insulin pump, it started alarming right away, and the screen was flashing grey and black. Customer reported that the insulin pump vibrating and the notification light was flashing. Customer reported that the display was flashing, no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segments/partial display due to constant blank/flashing white light. Insulin pump received with serial number label missing.